Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated lithium (li+) patient results generated on the (B)(4) ug clinical chemistry analyzer. The erroneous results were reported out of the laboratory. The customer confirmed that four (4) corrected reports were issued for this event. The customer did not provide patient data for this event. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Bec customer technical support (cts) informed the customer that the problem is related to the reagent bottles and the movement of the bottles in the compartment. The customer observed that the bottles appeared to be malformed. Cts recommended the customer to pour the reagent into a white bottle and run as a fixed reagent. The customer stated that changed the bottle eliminated the problem. The customer no longer has the defected bottles because they were scrapped. A bec field service engineer (fse) was dispatched for this event. The fse noted that the customer replaced the sample probe and r1 probe and checked the syringes prior to arrival. The fse rechecked the probes, syringes, and alignments. The customer calibrated and ran quality control (qc); all yielded within limits. The fse performed several adjustments and replaced multiple parts; however erratic recovery of patient samples still remains.